Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis at the flap edge two days post lasik treatment; the topical steroids were increased. Upon additional follow up it was reported the symptoms resolved by four days post treatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).